Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not interrogate, it interrogated only intermittently and it was attributed to the radiofrequency connector being loose and the connector solder joints being fractured and the link electronic module (lem) board was replaced and calibrated to resolve. Analysis also found the media bay door was missing its latch and the door was therefore replaced. Concomitant medical products: product ID 2067l radiofrequency programmer head; product ID r2067 radiofrequency programmer head; 2067l radiofrequency programmer head. (B)(4).

Event description:
It was reported that the programmer would not interrogate. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer would not interrogate. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067l radiofrequency programmer head; product ID 2067l, radiofrequency programmer head; product ID r2067 radiofrequency, programmer head; product ID 2067, radiofrequency programmer head; (B)(4).